Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. Per facility, the complainant parts are not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a proximal femoral nail antirotation (pfna) procedure on (B)(6) 2016. During distal locking of the 240mm pfna nail, the bolt was off the peg and the drill bit struck the nail. Eventually, the surgeon was able to line up the devices and proceeded with normal locking. A twenty (20) minute surgical delay was noted. No additional information is available. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 3 for (B)(4).